Event description:
In this event it is reported that patient experienced a cutting on the inner right cheek due to nontemplate aligner arch wear. The trim line was increased to see if this had and relief for the patient. The patient did experience relief.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are the pontic is still an issue with manufacturing or even setup/staging design causing failures in trim lime especially in manufacturing. We are in the process of updating protocols on posteriors pontic to not put any pontics on posteriors since these are creating major issues. The best resolution on this issue is to stage with no molar pontic. Failure mode: trimline error root cause: design conclusion: product failure - design.